Event description:
The pressure infusor bag pumped up to 150 mm hg over IV bag. Patient received 400 cc/24 hr (heparinized bag of normal saline- 500cc 1:1 ratio, 1.5 ml/hr). No injury to patient occurred.